Event description:
The pump was returned for investigation. Investigation revealed a display lens leak and contamination under keypad button contacts. This report is made based on results of investigation completed on 12/16/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A leak test was performed and failed due to a display lens leak. Additionally, the keypad cover was removed and contamination was found under all button contacts. All keypad buttons responded properly and no damage was found to the keypad cover. Initial reporter: (B)(6).